Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, sexually transmitted disease and ovarian cyst in 2000. Concurrent conditions included abdominal cramps. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("alopecia"), hypersensitivity ("allergic reaction"), weight increased ("weight gain"), menstrual disorder ("menstruation issue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tube)) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, alopecia, hypersensitivity, weight increased, menstrual disorder, vaginal haemorrhage, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had underwent treatment due to complications from the essure device. Discrepancy noted in date of implant - (B)(6) 2013 and hysterectomy, salpingectomy date - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Events severe pelvic pain and abnormal bleeding (menorrhagia) were marked incident. Event nickel allergy added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, sexually transmitted disease and ovarian cyst in 2000. Concurrent conditions included abdominal cramps and overweight. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issue"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salphingectomy (bilateral removal of fallopian tube)) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, alopecia, hypersensitivity, weight increased, menstrual disorder, vaginal haemorrhage, depression, anxiety, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had underwent treatment due to complications from the essure device. Discrepancy noted in date of implant - (B)(6) 2013 and hysterectomy, salpingectomy date - (B)(6) 2010. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received with her demographic details updated. Following events were added: migraines, headache, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain and lower back pain. Event term updated: weight gain/weight gain / loss specify which one: weight gain. Event onset dates updated. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, sexually transmitted disease and ovarian cyst in 2000. Concurrent conditions included abdominal cramps. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("alopecia"), hypersensitivity ("allergic reaction"), weight increased ("weight gain"), menstrual disorder ("menstruation issue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tube)) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, alopecia, hypersensitivity, weight increased, menstrual disorder, vaginal haemorrhage, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had underwent treatment due to complications from the essure device. Discrepancy noted in date of implant on (B)(6) 2013 and hysterectomy, salpingectomy date on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.